Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specifications and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a battery out limit alarm and it was not responding. The customer inserted a new battery in the insulin pump and got the battery out alert. The customer was able to clear the but was not able to finish the rewind process because the screen went black. The customer also stated that they experienced high blood glucose which was treated with a manual injection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.